Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local remote service engineer (fse) performed analysis by and confirmed that the detector was dropped. Customer did not claim any issues after the drop. The functional test of the detector is ok and there is no mechanical damaged reported. Calibration steps were provided to the customer as a preventive maintenance. He device remains at the customer site and is returned to use.

Event description:
It was reported that the detector has been dropped on the floor. The clinical usage of device during allegation is unknown and there was no harm to patient or user reported.

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00057 ((B)(4)): 1. Contact office: changed from (B)(6). 2. Date received by mfg: changed from "blank" to "07/22/2024".

Manufacturer narrative:
Reference ID: (B)(4). Following are the corrections made pertaining to emdr report number 3003768251-2024-00057. ((B)(4)): box d: suspect medical device. Product UDI info updated. Changed from "blank" to "(B)(4)". Box h: device manufacturers. Evaluation method code grid (1) changed from evm-act-01-testing of actual/suspected device- c91896. Imdrf code to evm-cri-01 communication/interviews - c139457 imdrf code.